Event description:
It was reported that after disconnecting from the ilet pump and later reconnecting, the user initially received no sensor readings and believed insulin was not being delivered; during the call, sensor data resumed and the pump began dosing, and the user was advised to allow time for glucose to decline and to call back if it did not improve within 1¿2 hours. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included user coaching and real-time troubleshooting, with restoration of sensor data and insulin dosing observed. Investigation of this case revealed that the device resumed normal function after reconnection, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.